Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type 1. It was reported that the patient claimed whenever the battery depleted to 50% or less the ins therapy was not as effective. The caller also stated that the patient used stim 100% of the time. No troubleshooting/interventions were performed at the time of the report. The date of when the event occurred was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep) that no other troubleshooting was performed and no further actions/interventions were planned. The cause of the lack of therapy remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.